Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter needle would not retract when pressing the button. The following information was provided by the initial reporter: "staff just stated we had another one yesterday, 11/17, that did the same thing. Staff stated they pulled the needle out and can hit the tip of the needle on a hard surface and the needle will then retract after attempting to retract it with the button."

Manufacturer narrative:
H6: investigation summary: bd was unable to perform a thorough investigation as no sample, lot, or batch number were provided. A device history review could not be completed as no batch number was provided.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter needle would not retract when pressing the button. The following information was provided by the initial reporter: "staff just stated we had another one yesterday, 11/17, that did the same thing. Staff stated they pulled the needle out and can hit the tip of the needle on a hard surface and the needle will then retract after attempting to retract it with the button."